Event description:
The device totally delaminated after it was cut to size during a hernia repair. The device was discarded prior to use and a replacement obtained. No adverse pt consequences were reported.